Event description:
It was reported that the vision was used to treat a lesion in the carotid artery. The stent was placed and implanted at the lesion site without difficulty using 9 atm for 30 seconds. After the deployment, the balloon could not be deflated completely using the inflation device, so it was exchanged for a 20 cc syringe. After several attempts, the balloon was able to be withdrawn partially inflated into the guiding catheter. Upon removal from the guiding catheter, it was noted that the device had separated. The device was removed in its entirety from the pt with the removal of the guiding catheter and no additional medical intervention was necessary. The pt experienced no symptoms during the deflation attempts.